Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the lead was observed to be dislodged toward the atrium under fluoroscopy. The patient had twiddler¿s syndrome. The physician could not retract and extend the lead during the lead repositioning procedure. The lead was explanted and replaced. The asymptomatic patient was stable before, during and after the procedure and will be followed normally.